Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was reddish material was observed in the pebax, and a hole was also found in the pebax. The magnetic sensor functionality was tested on carto and the catheter failed, error 105/106 were observed. A failure analysis was performed, and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint regarding force sensor error was confirmed. Improvements have been implemented to reduce force sensor internal issues. This issue is highly detectable by the physician. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that after two (2) hours of using the device the contact force was abnormal. The issue was resolved by changing the thermocool® smart touch¿ bi-directional navigation catheter to another one. The procedure was completed without patient's consequence. The customer's reported force issues are not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 6/19/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 6/24/2020, the complaint catheter was visually inspected, and a reddish material was found inside the pebax, along with a hole in the pebax. These findings were reviewed and determined the issue of a hole in the pebax is an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 6/24/2020 and reassessed as MDR reportable.